Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic) due to oversensing/noise. Additionally, the rv lead triggered an alert for undefined high pacing impedance. A fracture of the rv lead was suspected. The rv lead was programmed off and remains in use. An rv lead revision is planned but has not yet been scheduled. No patient complications have been reported as a result of this event.